Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue item, and the drawers would not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue item, where the drawers would not open. The technical support specialist remoted into the cabinet while the customer was attempting to issue an item, but the drawers did not open. The tss closed and relaunched the application. The customer was then able to issue the medication successfully and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.